Event description:
I took this at home covid test on wednesday night of last week (B)(6) 2021 and it came out positive. I had a flight the next morning which I had to cancel and did not receive my money back. My job requires me to get another test and they came back negative and then I had to re book a flight that costed me well over (B)(6), and now I am struggling financially. FDA safety report ID # (B)(4).